Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9 - date device returned to manufacturer. G1 - manufacturing site name and address. H4 - device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: 4671244) was returned and received at us cq. Upon visual inspection, it was observed that the needle component was little bent and protection sleeve missing. No other issues were identified. Dimensional inspection: complaint relevant dimensions cannot be taken due to the post-manufacturing damage. Document/specification review: the following documents were reviewed: depth gauge for 2.0/2.4mm screws: 319_006 rev p and rev e (current and manufactured). Needle: 319_006_3 rev e/ rev c (current and manufactured). No design issues or discrepancies were identified. Investigation conclusion: the overall complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the broken needle component leading to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part # 319.006. Synthes lot # 4671244. Supplier lot # n/a. Release to warehouse date: 12 nov2003. Manufactured by: (B)(4). No ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set at (B)(6) site, it was observed that the depth gauge for 2.0mm and 2.4mm screws was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.